Event description:
It was reported that this lead was explanted due to other/non-product experience. (Whole system was explanted). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).